Event description:
The field reported low, out of range impedance on the ICD. The lead tested normal at ICD replacement and remains implanted. Analysis of the ICD found an arc mark on the device can. Further evaluation of the arc mark indicated the presence of lead material. The cause of the reported impedance anomaly was a lead anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
New information received notes that during the induction test, undersensing was observed. Externalized conductors were observed under fluoroscopy. The lead remains implanted.